Event description:
A pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Customer was assisted in loading a new cartridge following proper technique and was able to successfully resume insulin therapy.